Manufacturer narrative:
(B)(4) date sent 10/18/2024 d4 batch #654c56 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a dent in the nozzle, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the damage on the nozzle was due to improper handling of the device. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 654c56, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9e41l, and no non-conformances were identified. Additional information was requested and the following was obtained: what is meant by "motor still running? Please describe. When they tried to articulate the gun by pushing the button they could hear the motor run as if it was trying to articulate but the gun wouldn¿t move. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure that they fired first blue load, they went to unload, pushed home button but wouldn't articulate anymore despite the motor still running and even trying to articulate in both directions. Lot a9e41l.